Event description:
During routine inspection performed by our distributor in (B)(4), an eyelash was evidenced between the internal and the external blister. There was no patient injury as the device never reached the hospital.

Manufacturer narrative:
Method: an examination of the complaint device under magnifying glass was performed and confirmed the presence of an eyelash between the internal and the external blister. Conclusions: this small particle should have been evidenced during primary packaging operations. This is therefore a human error. During an internal quality meeting, primary packaging technicians will be informed of this incident and will be instructed to be more vigilant during their inspection.